Event description:
Product used during leep procedure. Valley lab electrosurgical pencil with conmed ball electrode placed into plastic protective holster when ball tip melted thru the plastic. Plastic protective holster from cardinal universal custom pack.